Event description:
It was reported that there were unspecified issues with the usb port on the pump that was causing issues charging the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.